Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that buttons of insulin pump was difficult to press and had to press on certain location for it to work. The customer¿s blood glucose level was unknown. Customer stated that buttons of insulin pump had to press multiple times on occasions. Customer also stated that rewind process was slower and makes grinding noise during rewind process. Customer stated that the insulin pump had random no delivery alarms. The insulin pump will not be returned for analysis.